Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The rep reported that there was warming at the ins site during lumbar MRI scan. The rep reported that the MRI was stopped once the patient reported heating at the ins pocket site, ins was in the buttock area. The rep reported that the patient was about 1.5 minutes into the scan when the heating started. The rep reported that they thought the heating stopped once the MRI scan was stopped because the patient no longer complained of this, but rep didn¿t pose this specific question to the patient. The rep reported that they thought they were using a 1.5 tesla machine and that this MRI center had education on the MRI guidelines for the ins. The rep reported that the patient did ask if being physically heavier would create more risk for heating or not. The rep also reported that the patient commented that they did not have very much room at all to move in the MRI because she had a larger body size. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that to resolve the heating sensation during the MRI the scan was stopped. The cause of the heating sensation was unknown and the issue had been resolved.